Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
Medical records received 31 aug 2018. Records indicate patient received an attune tka. On (B)(6) 2017, the patient underwent a right knee revision due to loosening of the tibial component. The surgeon reported a tremendous amount of necrotic synovial tissue from within the medial lateral and suprapatellar pouches. He noted the patellar component was well secured and it was not revised. The surgeon reported the tibial component was completely loose within the cement mantle at the mantle to cement interface and was strongly adherent to the bone. The femoral component was not loose, though was revised. The patient was implanted with depuy knee system. Competitor¿s cement was utilized, and there were no complications reported. Doi: (B)(6) 2015. Dor: (B)(6) 2017, (right knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: product code 151820041, work order (B)(4), was manufactured on (B)(6) 2013. 30 parts were manufactured as per specification and all raw materials met specification. The expiry date of this batch is 05/2018.